Event description:
On (B)(6) 2010,the pt reported being hospitalized on (B)(6) 2010 due to low blood glucose. She stated she did not eat anything that day causing her blood glucose to lower. Her blood glucose measured 35 mg/dl in the hospital and she received treatment (specific treatment was not provided). She was released from the hospital after 3 days. She was not connected to the infusion device during hospitalization. Her target blood glucose range is 100-250 mg/dl. She stated her blood glucose had returned to normal. She verified the time and basal rates are programmed correctly on the infusion device. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.